Event description:
On (B)(6) 2010, the patient underwent a PICC insertion, performed at the bedside in critical care. The PICC was inserted by an experienced PICC certified rn, who performed the insertion according to current policy and procedure. Post insertion radiograph showed the PICC line placement through the left upper extremity, coiled back on itself with it's tip in the left axillary vein. The PICC rn attempted to reposition the line by pulling the line back 1 cm and flushing with normal saline. A repeat radiograph was performed, which showed the line coiled back on itself in the left subclavian vein with its tip in the left axillary vein. The physician was notified and no further attempts were made to position the line. On (B)(6)2010, the interventional radiologist found the PICC to be looped in the left subclavian vein and a free fragment of guidewire lying adjacent to the catheter. The ir was able to retrieve the retained guidewire in one piece and then placed a new PICC line. The patient was discharged home on (B)(6)2010.